Manufacturer narrative:
Evaluation summary: the returned devices were in vivo for approximately 6 years. Sem analysis indicates that the fracture likely occurred due to fretting fatigue. The package insert and/or surgical technique contains warning statements that the device fractures may occur where excessive patient weight, excessive patient activity, and/or lack of proximal support are involved. No x-rays or operative notes were returned for review. No patient information was provided. The titanium plasma spray coating is chipped away on the returned devices in some areas. This likely occurred during implant removal. The complaint states that the distal stem was well fixed and the proximal body showed signs of minimal bony in growth. This possibly indicates that proximal support for the device was reduced. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the device was implanted in 2003. Over the course of several months, the stem was well fixed distally and the patient began to experience pain. Looseness of the proximal portion was observed by dr wiesner and his p.a. Over several months. In 2009, the zmr stem broke at the junction of the body and the stem. The patient was revised 5 days later.